Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient information: weight - normal explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angio-seal device was used on a young woman in the cath lab and 24 hours had a late bleed and died. It was reported that it was a high puncture. Additional information was received august 1, 2019: the procedure was a percutaneous coronary intervention using a 6fr sheath. The first approach was for radial but due to spasm they switched to femoral. A pre deployment angio for puncture was not done. A pre deployment for angiogram was done and showed a high puncture. The device perform as expected. The patient has normal co-morbidities. At the end of the procedure an angio-seal was used to close, the patient was coughing a lot and although there was no bleeding on leaving the lab on arrival to the ward the puncture site was oozing. A femstop device was applied and standard bed rest of 4-5 hours was commenced. Blood pressure was normal and later that evening mobilized to the toilet with no issues. The following day after being on the toilet the patient told the nurses that she couldn't move her leg. This was 24 hours post procedure. Blood pressure was normal but a hematoma had formed. She went for a CT which confirmed a retroperitoneal bleed. Vascular surgery was contacted and arranged to go to theatre for repair. Blood pressure was then a 88 systolic and a blood transfusion commenced. On induction of general anesthetic in theatre the patient arrested and following 45 minutes of CPR, the patient died. During CPR they opened her leg, the puncture was found to be in the iliac artery but no angio-seal was seen. Post mortem results are awaiting regarding cause of death. The puncture site was considered a high stick, above the inguinal ligament and the inferior epigastric artery. The patient received a dosage of heparin. Heparin reversed with protamine. There is no direct allegation against the device from the clinician that it caused or contributed to the event.